Event description:
Reporter alleged obtaining the results of over 200 mg/dl and 130-140 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.